Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unspecified spinal surgery at l5-s1 the micropituitary broke. Another instrument was used to complete the procedure. No patient complications were associated with this event.